Event description:
The pt reported that they had to go to the hosp due to high blood glucose (bg) levels yesterday. They and their doctor believe the high bgs were caused by the pump. The total delivery history and bolus history were reviewed and all the insulin deliveries were recorded correctly. Their last alarm had been two weeks ago. Pt is concerned that they did not receive any occlusion alarm. They did change their site once. They also had given a shot and their bg came down.